Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit passed self test and alarm. No unexpected alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive no delivery alarms and would also reset itself. Customer's blood glucose was 30 mmol/l, which was treated with insulin pen. During troubleshooting, alarm history showed an unexpected restart alarm and an external ram crc error alarm. It was reported that insulin pump was not stored or not in use for an extended period of time. After troubleshooting, customer was advised that insulin pump would need to be replaced.